Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump requested a 61 unit of insulin bolus be delivered without user input. There was no adverse impact to the customer's blood glucose level. The customer alleged that the bolus was not manually requested by the customer. Technical support confirmed that a bolus for 61 units of insulin was not seen in the pump history and confirmed that the bolus was not delivered. The customer reverted to manual injections for insulin therapy.